Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2022. Fiducial markers were administered transperineally and the procedure was done under local anesthesia. Computed tomography (CT) images showed some gel at the apex. The physician suggested an endoscopy be performed in one month to rule out an ulceration. The patient was reported to be doing well. The patient received external beam radiation therapy (ebrt) with 44 fractions.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Medical device problem positioning problem code a1502 captures the reportable event of gel misplaced, non-vascular. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.